Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with replace battery alarm. Customer also received low battery alert prior to replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, customer alleged device unexpected battery power loss and charge/battery lasts less than expected. Device successfully downloaded traces and history file using thump. Pump passed active current measurement, self-test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. ¿pump was cut open to perform visual inspection and found¿moisture damage¿on the vibrator harness assembly. Swapped board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on 08/06/2022 18:47:00. Multiple failed battery test were found in pumps history on august 06, 2022 19:18:42. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay, keypad overlay texture damage, overlay scratched, damaged display window cover, cracked case, label damage, corroded battery tube, and cracked reservoir tube lip. In summary, customer allegation for pump's charge/battery lasts less than expected and unexpected battery power loss was confirmed during testing where unit didn't pass sleep current. Swapped board with a test board and sleep current measurement passed. Problem isolated to electric board. Exposed to moisture confirmed ¿on the vibrator harness assembly, electric boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.